Event description:
Philips received a complaint on the heartstart mrx device indicating that the battery needs replacement. There was no patient involvement.

Manufacturer narrative:
The rse evaluated the device remotely and confirmed the reported issue. It was determined that the battery needs to be replaced. The customer was advised that the battery has reached its end of life (eol) and there are no replacement parts available. The device remains at the customer site and no further evaluation is warranted at this time.